Event description:
Reportedly, the devices used in the procedure were purchased from a third party distributor and were expired at the time of use. According to the facility's nurse the electrode was completely dehydrated and had been expired for over a year. The electrode was placed on the pt along with a second electrode from the same production lot. The pt sustained 2nd and 3rd degree burns below the neutral electrode site.